Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and spinal stenosis on (B)(6) with blood glucose of 40mg/dl to 42mg/dl. Customer¿s blood glucose level at time of incident was 60 mg/dl and current blood glucose is 99 mg/dl. Customer treated with food and glucose tablets. Customer was having a low of 40mg/dl and fell while trying to get up. Customer stated that they took novolog u100 per healthcare professional¿s guidance. The customer was wearing the insulin pump during the hospitalization and was not wearing it during a medical procedure test around an MRI. Customer performed displacement test and it passed. The insulin pump will not be returned for analysis.